Event description:
I used the first response pregnancy early result test on 10/7 and held it in urine for 5 seconds as the test states. Within 3 minutes I had what appeared to be a positive test 2 pink lines, one lighter than the other. After 2 hours this second line disappeared. Now the box states a positive pregnancy test will hold for 48 hours, but most people throw them out after reading a result and you should not have to watch your pregnancy test for 48 hours in order to trust the positive results. I called the customer service and gave them the lot number, upc code and expiration on the test and the lady told me to consider this a positive test and that it is possible my body didn't have enough hcg to hold the test. She asked my date of conception and I stated sept. 28, which put met at 9 days past conception. I bought a new box and test again on 10/8 to have another positive result appear and this time it lasted a little over 24 hours before disappearing. I did not throw it out, because I wanted to see if it would stick. I took another test on 10/9 and had it turn positive again within 3 mins and again this test line disappeared within 30-60 minutes after the initial test. I called customer service this morning and talked to someone again and it should be considered negative if it doesnt last 48 hours. He also said that the test is only considered valid when testing takes place at least 11 days past conception. No where on the box does it state this. The only thing it says is that it can show positive results up to 4 days before your missed period, which I tested 2 days before my period was due. To me the fact of the lady on friday giving me incorrect information is irrelevant. The fact that something as important and life changing as a pregnancy result is handled with a test that apparently you have to literally wait for 48 hours in order to insure a positive results is unacceptable. Like I stated before most people throw away a test after the time limit, because that is what the box recommends. Come to find out I have found various websites dedicated to those who are pregnant or trying to become pregnant where other women have described this same situation of the disappearing line. I have always heard a false negative is possible, but a false positive is almost unheard of. First response did not seem at all shocked by this information, except by the one test that lasted a little over 24 hours. I myself have been through fertility treatments to try and become pregnant, only to think it finally happened and then had my heartbroken to find out this was not only one false positive, but 3. I have confirmed with my dr, by a blood test, that I am not pregnant. I would like to know the criteria for product recalls.